Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿the operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual, therefore, does not explain or discuss clinical endoscopic procedures.¿ ¿use this instrument in an environment equipped to accommodate open surgery and have a hospitalization plan prepared in case a problem occurs that cannot be resolved endoscopically.¿ ¿this instrument has been designed to be used when the below conditions are met. In certain cases the use of this instrument could lead to perforation and/or uncontrollable bleeding, which may result in surgical operation. Keep this possibility in mind when using this instrument.¿ ¿this instrument has been designed for use by a physician. The operator of this instrument should become familiar with the clinical procedures by referring to video and other medical materials showing clinical cases and by receiving sufficient training in training facilities.¿ ¿this instrument should only be used when surgical operation is available as an emergency measure.¿ ¿when applying the current, do not allow an excessive buildup of heat in the surrounding tissue. Doing so could cause patient injuries such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed and confirm that no abnormalities are found in the patient.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected model number to unknown.

Event description:
The following information was reported to olympus regarding a press release involving one patient, titled: medical accidents that resulted in death after endoscopic treatment for early-stage gastric cancer. A medical accident occurred after an endoscopic submucosal dissection (esd) treatment for early gastric cancer. One day after esd, delirium symptoms and fever appeared. The attending physician attributed the cause of delirium to environmental changes and cause of fever to esd. It was judged to be due to post coagulation syndrome. The fever tended to be relived day by day and the delirium continued but judging that there was a high possibility that the patient's life would improve, patient was discharged from the hospital 4 days after esd. A day after discharge, the patient's awareness level was declining. The patient's family consulted by phone in the emergency room, however the nurse who answered did not give clear instructions hence, the family called for an ambulance. The patient was taken to a hospital for cardiopulmonary resuscitation and pronounced dead on the same day, at the hospital. Blood culture was done, as reported and unspecified bacteria was detected. According to the press release, the patient died due to multiple organ failure due to sepsis. The facility admitted that there was a misjudgment in the content of the procedure and in the treatment after the procedure. It is unknown what devices were used for the esd procedure. However, a customer from the facility reported the event to olympus and therefore, it is likely olympus devices were used in the procedure. Patient identifier (B)(6) will report evis lucera gastrointestinal videoscope as representative scope for this event. Patient identifier (B)(6) will report single use 3-lumen sphincterotome v as treatment tool representative for this event. It is unknown what devices were used for the esd procedure. However, a customer from the facility reported the event to olympus and therefore, it is likely olympus devices were used in the procedure. Patient identifier (B)(6) will report evis lucera gastrointestinal videoscope as representative scope for this event. Patient identifier (B)(6) will report single use 3-lumen sphincterotome v as treatment tool representative for this event.

Manufacturer narrative:
Health effect clinical code appropriate term: delirium. The exact olympus device model/serial number is unknown at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.